Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4) during the post operative check, there was error in surgical protocol and doctor wanted larger implant for more support in less bone.